Event description:
It was reported that the patient was experiencing inadequate pain relief and was having escalating pain on the posterior right lower rib and superior aspect of the ipg site. The patient felt the ipg had shifted to the ribcage causing discomfort. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was not returned.